Event description:
Pt was tested on suspect meter, inr=6.1. Pt sample was tested on another meter inr=6.4. Lab sample drawn and inr=3.77 and 2nd lab sample inr=3.99. Account states that controls were in range. No values were provided.